Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 days post implant of this 25mm bioprosthetic aortic valve, a permanent pacemaker was implanted in the patient. The reason for implant was not reported. No additional adverse patient effects were reported.